Event description:
User reports there is liquid coming from the bottom of the instrument onto the floor and in an exposed area of the lab. User has used proper ppe to contain the leak. User additionally noted the fluid is dripping more rapidly onto the floor in front of the analyzer. There has been no operator harm in troubleshooting and no slip hazard at this time. No discrepant or erroneous results was reported, and no pts adversely affected.

Manufacturer narrative:
The field service rep determined the connection to the in/out of the water pump of the analyzer was cut at an angle causing the connection to not seal correctly and over time the fitting worked loose. He re-cut the connection to be completely straight and verified it sealed correctly. He performed mechanical check tests with no errors. Controls were run to verify analyzer performance.